Event description:
It was reported that customer had been hospitalized. Customer was hospitalized with insulin pump attached and hospital policy is to investigate on the functionality of patient's devices that does not belong to the hospital. Caller was advised that there is no prior service information on customer's insulin pump as customer never called with a problem. Warranty information was provided. Caller had no customer hospitalization information and states he is not sure if hospitalization is diabetes related. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.